Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 customer reported according to their representative, this lead was capped on (B)(6) 2015 due to high impedance, greater than 3000 ohms. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 6 years, 4 months.